Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced intermittent communication failure between the ilet system and a dexcom g7 continuous glucose monitor (cgm) while sleeping, during which insulin delivery continued per the basal algorithm; upon reconnection, the cgm displayed a glucose nadir of 39 mg/dl after a prior value of 140 mg/dl, and due to a lack of glucometer reading a compression low was discussed as a potential explanation. Symptoms included hypoglycemia with confusion or disorientation. Outcomes included unexpected medical treatment of the hypoglycemic event via oral glucose. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components implicated in the electrical and magnetic domain, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.